Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous lesion exhibiting 90% stenosis located in the cx coronary artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery of the device. It was reported that the stent failed to cross the lesion, force was applied however the stent could still not cross the lesion. The device was removed from the patient and stent deformation was observed to have occurred in vivo during positioning/advancement to the lesion. The device was not deployed in the patient. The procedure was completed using a non-medtronic device. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related.

Manufacturer narrative:
Evaluation summary: stent was positioned between the markerbands but not meeting specifications due to deformation at the distal end. Deformation was evident to the 1st distal stent wraps with struts raised. Misalignment was evident to the 23rd and 25th distal stent wraps with struts slightly raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. An image shows the lesion in the circumflex artery. A contrast image of the lesion at a different angle is obtained. A balloon is delivered to the lesion and the lesion is pre dilated. Following pre dilation there is residual stenosis visible at the lesion. In the following image a stent is deployed at the lesion. A second stent is delivered to the proximal region of the lesion and deployed. An angiogram following stent deployments shows poor flow in the circumflex artery as shown by the slow flow of contrast. A final angiogram of the left coronary system is taken showing some flow restored to the circumflex artery. There were no images showing the reported stent failing to cross the lesion. There were no images showing the reported stent deformation. If information is provided in the future, a supplemental report will be issued.